Manufacturer narrative:
This report was initially submitted following notification from a customer in sweden regarding instrument errors on emag (ref. (B)(4), serial number (B)(6)) which resulted in loss of samples and invalidated runs for several patient and research samples. A biomérieux internal investigation has been completed with the following results: investigation: as the problem was solved by replacing the pipettors on the instrument, they have been shipped back to our manufacturing site for further testing. They have been mounted on one of our emag instrument and calibrated per procedure. Afterwards, 20 burn-in cycles were performed on each side of the instrument to verify proper pipette movement, and all cycles were completed without errors. Finally, to test the pipetting functionalities, a biological protocol was performed according to the manufacturing procedure, and those test were again completed without errors. Following the outcomes of the tests performed in the scope of the current investigation, it was concluded that no hardware damage or defect has been identified on pipettors. Conclusion the recurrent errors no.15001, encountered on emag instrument s/n (B)(6), affected both research and patients¿ samples, and resulted in loss of samples and delayed results. After the replacement of both instrument pipettors at customer site, the instrument functionality was properly restored. Nevertheless, when both pipettors have been deeper investigated at firenze manufacturing site, no hardware damage or defect has been identified. Therefore, the recurrent errors no.15001 encountered on the field may be ascribable to an issue occurred during the silica preparation or to a pipettor z-teaching not properly performed, although none of these two hypotheses can be certainly verified. The issue object of the performed investigation represents an isolated case and no root cause has been clearly identified. There is no reconsideration of the performance of the emag instrument (ref. (B)(4)).

Event description:
Intended use the emag® system is an in vitro diagnostic medical device intended for the automated isolation (purification and concentration) of total nucleic acids (rna/dna) from biological specimens, with liquid and homogeneous properties (as part of their natural characteristics or after pre-treatment). For in vitro diagnostic applications, the emag® system is intended to be used in clinical laboratories only. Description of the issue on (B)(6) 2025, a customer in sweden notified biomérieux of observing instrument errors on emag (ref. 418591, serial number (B)(6) which resulted in loss of samples and invalidated runs for several patient and research samples. The issue impacted 4 test runs: first run: (B)(6) 2025 error 15001 in left section on the second silica pipetting for the 3 silica tubes positions (r#3.3, r#3.4, r#3.5 in segment 403904). One sample out of 15 was invalidated. Second run (B)(6) 2025 error 15001 in right section on the 13th silica pipetting for one tube position (r#3.1 in segment 404770). Four out of 16 samples were invalidated. There were no alternative silica tube. Third run (B)(6) 2025: error 15001 in left section on the first silica pipetting for the 2 silica positions (r#3.2, r#3.4 in segment 403904). The full run was invalidated. Fourth run (B)(6) 2025 error 15001 in left section, on the 14th silica pipetting for the 2nd silica tube. Three out of 16 samples were invalidated. Error 15003: not enough volume for remaining test. Error 15001 indicates a defect on status of aspirating. It is often a sign of a defective pipettor. As for error 15003, it is an indicator that there is insufficient silica volume to complete the run. According to the user manual for emag, loading of additional reagents is recommended to secure the run. As per biomérieux's customer service, the customers are trained on this. It was reported that these errors affected samples for both research and patients. The results were delayed by at least a day. In addition, sample material has run out on several patient samples but also research samples. The customer did not specify the number of patient samples impacted. A biomérieux internal investigation will be initiated.